Event description:
It was reported that unk green cable errors were occurring during initialization. The case will be completed via ultrasound. No patient consequence occurred.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the lemo connector blue seal to be replaced. The device was functionally tested, met all product requirements and returned to the customer.